Event description:
Device broke as radiologist was removing gun from outer needle. On 1st pass at mass, the tip of the needle broke off inside patient's breast.

Manufacturer narrative:
One sample was received for evaluation, but it only contained the achieve device and not the coaxial needle. Visual inspection of the sample could not confirm the reported issue that the device broke during use. Therefore, we were unable to confirm the issue reported based on the sample received. A review of the device history was conducted and no issues were found related to the failure mode reported.